Event description:
It was reported that the patient was in the hospital to have a surgery that was unrelated to vns, and it was discovered that the patient had bilateral vocal cord paresis. It was unknown when the paresis occurred as the patient was non-verbal. No further relevant information has been received to date.

Event description:
The vocal cord paresis started when the patient was in the hospital. It was unknown if the vocal cord paresis was related to vns, but, if it was related, the physician believed it would only be related to stimulation and not surgery. No further relevant information has been received to date.